Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h6. D4: attempts have been made to gather all product identification information and no further information has been provided. The cmp was not confirmed. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D6a: between (B)(6) 2010 to (B)(6) 2012. D10: knee-nexgen-femorals-unk, #item unknown, #lot unknown, knee-nexgen-tibial trays-unk, #item unknown, #lot unknown, knee-nexgen-bearings-unk, #item unknown, #lot unknown. Therapy date: unknown. G2: report source study: journal article to cement or not? Ten-year results of a prospective, randomized study comparing cemented versus cementless total knee arthroplasty olson, nicholas r. Et al.the journal of arthroplasty, volume 40, issue 10, 2630 - 2636 https://doi.org/10.1016/j.arth.2025.04.076. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that a patient in the cementless total knee arthroplasty group developed instability with hyperextension that presented early post-operatively and progressively worsened, leading to a revision approximately 11 years post-implantation. Attempts have been made and no further information has been provided.